Manufacturer narrative:
The investigation for the reported issue has not yet been completed. Upon its completion, a follow up report will be submitted.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an aic (automated impella controller) displayed a placement signal not reliable alarm during patient support. The aic was swapped to resolve the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The reported failure mode was confirmed. There were multiple placement signal not reliable alarms. The optical parameters were measured, and the signal-to-noise ratio (snr) was below specification. The root cause of the placement signal errors was determined to be the low snr of the original optical bench, and the cause of the low snr was determined to be noise inherent to the charge-coupled device (ccd) array.